Event description:
During an avnrt procedure, signal issues resulted in a procedural delay. Noise was noted on signals 1-2 on the catheter. The connections were checked, the tactisys was restarted, the cables were exchanged, and the tactisys was exchanged all with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of signal noise on electrodes 1-2 could not be confirmed. Electrodes 1-2 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.